Manufacturer narrative:
Result: the proximal end of the 5max ace catheter was fractured approximately 2.0 cm from the hub underneath the strain relief. Conclusion: the complaint has been evaluated. The complaint indicates during removal of the 5max ace catheter from the packaging, the proximal end of the catheter broke. Evaluation of the returned device confirmed a fracture in the proximal shaft of the catheter. This type of damage typically occurs when the device is improperly handled during removal from the packaging. If the catheter is removed from the packaging hoop at an angle, the shaft may fracture due to excess force and bending the catheter. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure upon removing the 5max ace reperfusion catheter from its packaging, the proximal tip broke off.